Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided that the surgeon attempted to insert the iol and the leading haptic bent. The procedure was completed with a new iol. There was no patient harm.

Manufacturer narrative:
The product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the iol was damaged as implanted and wasted.

Manufacturer narrative:
Product evaluation: the product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Customer indicated the use of an unspecified cartridge and handpiece. It is unknown if qualified products were used. The iol model is only qualified for use in two specific cartridges. The customer indicated the use of a viscoelastic, which is not qualified for this lens with the qualified cartridge combinations. The root cause may be related to a failure to follow the directions for use (dfu). The viscoelastic indicated is not qualified for this lens with the qualified cartridge combinations. Due to differing material properties, the use of an non-qualified viscoelastic may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).